Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 550:320:658 was confirmed but not reproduced during product evaluation. The root cause was not identified. The audio circuit was also checked and no problems were found. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 550:320:658. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92 no additional information is available.